Event description:
It was reported that the magnetic resonance lmaging (MRI) conditional cardiac resynchronization therapy defibrillator (crt-d) underwent a MRI although a non-boston scientific lead that was non MRI conditional was part of this system, which is off label use of the crt-d system. No adverse patient effects were reported related to the off label use. The pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).